Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/14/2020. A manufacturing record evaluation was performed for the finished device lot number am9595, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: could you please explain if the animal suffer from wound dehisence due to the suture reabsorption? No further information available. On what tissue was suture placed? Muscular plan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please explain if the patient suffer from wound dehiscence due to the suture reabsorption? On what tissue was suture placed?

Event description:
It was reported that an animal underwent an eventration procedure on an unknown date and suture was used. Postoperatively, the suture was completely reabsorbed after 9 days.